Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 114 mg/dl. The customer continued to use the pump for insulin therapy.